Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 4 years post index procedure with a type ia endoleak. The physician elected to re-intervene by placing a non-endologix cuff at the level of the sealing rings, successfully resolving the endoleak. It was also noted during the re-intervention that there was narrowing of the aortic neck at the level of the sealing rings. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the proximal loss of seal was found to be anatomy related due to the calcium observed in the neck during pre implant imaging. Procedure related harms and the final patient disposition could not be ascertained due to the lack of medical information surrounding the event, however, there have been no additional reports of patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).